Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No unexpected numbers ramping and scrolling display when pressing buttons noted. No moisture damage found inside the insulin pump.

Event description:
The customer reported via phone call that numbers were ramping uncontrollably. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.